Event description:
This is the same event and the same pt reported under MDR ID# 2939859-2000-00291. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who on 08/07/99, was skin tested with negative results. In 1999, the pt was treated with two formulations of product into the nasolabial folds, upper vermilion border, upper vertical lip lines and the glabella. The treatment procedure was without event. About one month post 1999 treatment, tha glabella, nasolabial folds and vermilion borders developed swelling and small abscess-like areas, described as a "typical foreign body reaction." The test implant area was also indurated for about five months (without any allergic skin symptoms). The induration was noted sometime after the 1999 treatment. On 12/11/1999 the pt presented with pain at the upper vermilion border. The physician "drained a cyst like area." No culture or medication was prescribed. On 12/16/1999 the pt returned with cyst-like areas at the left glabella, right upper vermillion border and the left nasolabial fold. The physician "needle drained" all the symptomatic sites and prescribed oral minocin twice a day for 6 days. On 12/18/1999 the pt returned for follow-up; symptoms were noted as "much improved." On 12/27/1999 the pt returned and the physician again drained (under local anesthetic) areas at glabella, right upper vermilion border and left nasolabial fold. Oral minocin was prescribed. On 01/03/2000 the pt was seen still noting pain at right upper vermilion border and glabella. The physician performed a biopsy which was sent to the pathologist. Oral zithromax 250mg was prescribed for possible secondary infection, as the physician noted some purulent drainage. The pt had developed fever which had resolved with the antibiotic. On 01/10/2000 the pt was seen; symptoms were much improved. As of 01/10/2000, the skin test site symptoms had almost completely resolved without prescribed treatment. Lumps were still visible at the treatment sites. All areas (except one) had developed very light erythema and induration. The physician diagnosed symptoms as a "foreign body reaction" at all treatment sites. Results of culture and sensitivity were pending.